Manufacturer narrative:
The gore® cardioform septal occluder remains implanted in the patient and will therefore not be returned.

Event description:
It was reported to gore that a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale on (B)(6) 2022. Subsequently, atrial flutter was diagnosed on (B)(6) 2022 and the patient was placed on medical therapy, the patient was reported to have been scheduled for cardioversion.

Manufacturer narrative:
H6, health effect - impact code: added imdrf code f12. H6, component code: added imdrf code g07001. H6, type of investigation: added imdrf codes b13, b20. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. H6, health effect - clinical code: replaced FDA code 1730 with imdrf code e060103. H6, health effect - impact code: replaced FDA code 4644 with imdrf code f2303. H6, medical device problem code: replaced FDA code 2993 with imdrf code a24. H6, type of investigation: replaced FDA code 3331 with imdrf code b14. H6, investigation findings: replaced FDA code 3233 with imdrf code c19. H6, investigation conclusions: replaced FDA code 11 with imdrf code d15.

Event description:
The patient was reported to have been scheduled for cardioversion. However, despite multiple attempts made, additional information on the patient's health status could not be obtained. On june 27, 2022 it was reported to gore that no further information on this patient was available. The status of the patient is currently unknown.